Manufacturer narrative:
The product was not returned. A photo was provided of a computer screen showing what appears to be the lens in the eye. A circle has been drawn around a portion of the lens towards the edge of the lens. A pair of tweezers is pointing towards an area inside the circle. There is no scratch visible inside the highlighted area. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The reported scratch was not visible in the highlighted area of the provided photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported seeing some imperfection on the intraocular lens (iol) during implantation, which they described as light scratch or damage. There was a bump in the lens on the side, which was not due to folding but something that was in the lens. The lens remains implanted. There was no patient harm.